Event description:
During preparation for a coronary drug eluting stenting treatment procedure, stent damage occurred. The tip of the taxus express2 2.5x20mm drug eluting stent was damaged. The procedure was completed with a different taxus stent. No pt complications occurred. Pt status is satisfactory.